Manufacturer narrative:
The full lead was returned, analyzed. Analysis indicated that there was blood obstructed in connector. The analyst noted that there was dried blood visible inside of the df-4 connector pin. The stylet test was performed, stylet could not passed through the df-4 pin because of dried blood obstruction. Using the alcohol to soften the blood inside the df-4, and try to insert the stylet again into lead to find if anything else that may broken and stuck in the lead. At this time, the stylet could passed through the lead without obstruction, nothing stuck inside the coil lumen. Accept dried blood obstructed in the df-4 found at the first testing is contribute to the complaint. Blood obstruct in lead is not a lead failure. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead the physician was unable to "push the wire into the lead. The wire initially went into the lead and when they attempted to reinsert it, the wire would not pass into the lead and it was as if something broke off inside and the wire was obstructed at the proximal end." The lead was not used and another lead was successfully implanted with no issues. No patient complications have been reported as a result of this event.